Event description:
It was reported that noise was observed on the ventricular and atrial lead due to insulation damage. High capture thresholds was observed. The noise was reproducible on the ventricular lead but not reproducible on th e atrial lead. The rv lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.